Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the device identified a pinhole leak in the balloon shell. The damage is consistent with tool damage and it was most likely caused during implantation. Based on this observations, the reported allegation of fluid leak was confirmed. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Returned product consisted of an ams 800 pressure regulating balloon and an occlusive cuff. The balloon and cuff were visually and microscopically inspected, and. A pinhole fluid leak was identified at the balloon shell, consistent with tool damage, which was most likely caused at the time of implantation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation

Event description:
It was reported that the device had a leak in the pressure regulating balloon (prb). The patient underwent a revision procedure in which the prb was explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the device had a leak in the pressure regulating balloon (prb). The patient underwent a revision procedure in which the prb was explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.